Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported visual disturbances and infection are related to the endocarditis. Causes for the reported cerebrovascular accident and endocarditis could not be conclusively determined. The reported patient effects of infection, cerebrovascular accident, and endocarditis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 - adverse event problem health effect - clinical code: 1770 and 1834 added. H6 - adverse event problem health effect - impact code : 4644 and 4607 added.

Event description:
Subsequent to the previously filed report, additional information was received. The patient had s. Aureus bacteremia and an acute diverticular abscess. Embolic strokes were observed on MRI. The patient was not an operative candidate so long term antibiotics were prescribed. There was no malfunctions with the mitraclip or amplatzer occluder.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Mitraclip xtw (lot: 31031a1031) was implanted successfully. Post procedure, due to presence of atrial septal defect a unknown abbott occluder was implanted. On (B)(6) 2024, the patient returned with double vision and was bacteremia. A MRI was performed which identified a clot/vegetation on the clip and in the left atrial appendage.